Event description:
The customer reported an error message on their precision xtra blood glucose monitor. Additionally, the customer stated she experienced chest pain, blurred vision, headaches, and was treated at the hospital. However, it is unk whether the medical event happened at the same time as the error message, since the customer indicates that the medical event happened 3 weeks ago. There was no diagnosis available or report of death.

Manufacturer narrative:
The device has been returned and according to our investigation the complaint is not confirmed. Errors during calibration were not observed.